Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient was administered a kenalog injection and excess tissue was excised (date not reported). The implanted device remains.